Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 (device was returned prior to initial submittal) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additionally reported that the tower had been plugged into a line isolation circuit, this has not normally been done. The reported issue had not been noted to occur again since plugging into a standard outlet. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a blackout image while using the cautery during the last third of the case. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The outage was brief that the procedure was completed using the same device without any delay, and the anesthesia was unaffected. There were no reports of patient harm.